Manufacturer narrative:
(B)(4). UDI # n/a. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery, the anchor pulled out from the patient's bone, when the surgeon pulled the suture after inserting the anchor. Surgery was completed with an alternative product. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Juggerknot was returned for evaluation. Suture, anchor, cap and luer are not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.